Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about eight days after the implant procedure, the patient presented to the emergency room experiencing dizziness, weakness, and near syncope due to the right ventricular lead not capturing. High threshold was also noted. It was later less-clearly reported by a patient family member that "the wires were too tight" and so they were "pulled apart and fixed." The lead was reprogrammed, and then repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.